Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar balloon was broken. The locking collar, valve seal and doors appeared intact. The inflation syringe was not received. The obturator was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hysterectomy an appropriate amount of air was injected into the device to expand the balloon, but the balloon broke after pneumoperitoneum. At that time, the surgeon did not use forceps. The part fell into the patient's cavity and could not be retrieved. The procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.